Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain additional information regarding the complaint; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting the intraocular lens (iol) into patient's right eye it was tight and the capsule broke. The incision was enlarged and a vitrectomy was performed. One stitch was placed. No other information was provided.